Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, the radial artery was harvested with the vh-3500 and then they were harvesting the vein when the device stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 10/12/2020. An investigation was conducted on 10/22/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both the connector and pigtail connection was observed to be intact, no visual defects were observed. An electrical evaluation was performed. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at the connections. Based on the results of the evaluation the reported failure mode "electrical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, the radial artery was harvested with the vh-3500 and then they were harvesting the vein when the device stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, the radial artery was harvested with the vh-3500 and then they were harvesting the vein when the device stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.